Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. The root cause for the open fuse could not be positively identified. No adverse event resulted from the damaged monitor.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for the failure was isolated to a defective u713 component on the distribution node pca. The root cause for the defective u713 could not be positively identified. No adverse event resulted from the damaged belt. Device evaluation of monitor was completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an open f600 fuse. The root cause for the open fuse could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable). A us distributor reported that a monitor will not power up.